Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, oversensing due to noise was noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed ra lead damage. The issue was resolved by capping and replacing the ra lead during the unrelated procedure. The patient was in stable condition.